Manufacturer narrative:
H2) correction: d1, d10, e (facility name, street 1, city, country, postal code, phone number) h3) device evaluation: medtronic led an evaluation of the associated device logs and provided image and video for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident. One image and one video were received for evaluation. The image depicted the serial number of a monopolar curved shears matching what was reported. The video showed a monopolar curved shears trying to cut through tissue. However, no cuts were occurring, possibly due to the monopolar curved shears being dull. Evaluation of the logs was unable to show the sharpness or dullness of the monopolar curved shears jaw. No data records were triggered associated with any issues with commanded jaw actions. Evaluation of the monopolar curved shears confirmed the reported condition, however, the investigation concluded there were no abnor malities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to defective instrument jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic transabdominal preperitoneal (tapp) inguinal hernia procedure, at the time of dissection, the monopolar curved shears (mcs) was unable to cut tough tissue. The instrument was cleaned and reinserted, which resolved the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic transabdominal preperitoneal (tapp) inguinal hernia procedure, at the time of dis section, the monopolar curved shears (mcs) was unable to cut tough tissue. The instrument was cleaned and reinserted, which resolved the issue. There was no patient injury.